Manufacturer narrative:
Incident meets reporting criteria of an FDA MDR report based on the reporting precedence established for this device family or 'premature band deployment' regardless of patient outcome. 2x dt-6-5f device lot# c1016958 were returned to cook ireland for evaluation. One used device and one unused device returned in its original packaging. On evaluation of the returned used device, it was noted that only the barrel and 6 loose bands were returned for investigation. The shape and size of the 6 loose bands were as intended. As the returned bands were loose and not loaded on the barrel, the customer's issue with the bands slipping off could not be confirmed. On evaluation of the returned unused device, it was noted that the seals of the plastic packaging were broken and 2 black bands were found loose in the packaging. The remaining 4 bands (3 black & 1 clear) were still preloaded on the barrel as per their designated position. It was confirmed that the shape and size of the 2 loose bands were as intended. The remaining 4 bands were deployed during laboratory evaluation and were also confirmed as having the correct shape and size. The bands were visually examined and nothing unusual was observed. Based on the above, it has been confirmed that this device worked as intended. Upon evaluation of the returned devices, the examined bands worked as intended. However as actual use conditions cannot be replicated in the laboratory the cause of the complaint cannot be conclusively determined. The complaint was confirmed based on the customers testimony. Prior to distribution, all dt-6-5f devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records for the dt-6-5f device did not reveal any discrepancy related to the complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the user attempted to attach the bands of this device to the scope the user reported the bands "slipped". No adverse effects to the patient have been reported as occurring. The procedure was successfully completed with another device.